Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During deployment, the left atrial disc was observed to take on a cobra-type configuration, and the device was subsequently removed without being released from the delivery cable. The procedure then continued with the selection and placement of an 11mm amplatzer septal occluder. During transesophageal echocardiographic assessment, the device appeared oversized. When an attempt was made to recapture the device, it could not be fully withdrawn into the 7f amplatzer trevisio delivery system. The decision was made to release the device and monitor the patient closely. The patient remained stable throughout the procedure, and no adverse consequences were reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. The flushing was done according to IFU. During deployment, the left atrial disc was observed to take on a cobra-type configuration, and the device was subsequently removed without being released from the delivery cable. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure then continued with the selection and placement of an 11 mm amplatzer septal occluder. During transesophageal echocardiographic assessment, the device appeared oversized. When an attempt was made to recapture the device, it could not be fully withdrawn into the 7 f amplatzer trevisio delivery system. The decision was made to release the device and monitor the patient closely. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.